Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the green light would not come on the tw power supply. Other than the light not coming on the power supply, the device worked fine. The same device was used to complete the procedure.